Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. Programming changes and further testing were recommended. The physician will perform programming changes during a follow-up. The patient was asymptomatic and doing well.